Event description:
It was reported that the pt never had therapeutic effect. The pt reportedly would wake up in "puddles" on her bed. Subsequently, the pt was instructed to turn off stimulation for 2 months. Later it was reported the pt was still having concerns with their device but was working with her healthcare provider. The pt elected to have a full revision where she received a new lead and new implant. Prior to surgery, the device was interrogated and was functioning properly. The results were satisfactory.

Event description:
Additional information received from the hcp reported that the cause of the event was a failure/malfunction of the interstim implant s3 bilaterally. The patient was originally implanted with an interstim system on the right side in 2008. The system stopped working after a fall, and the patient was implanted on the left side s3 in (B)(6) 2010. When this system did not work the patient requested a repeat attempt at the right s3 location. On (B)(6) 2011 the patient underwent surgery to replace the battery and lead. The previous battery and lead were removed in toto. The new lead was placed and testing was positive with good bellows and toe response, and sensation in the rectovaginal area. The lead was connected to the battery and tested positive. It was reported that the patient did not require hospitalization and recovered without sequela. There was a successful outcome.

Manufacturer narrative:
(B)(4).